Event description:
Slightly updated event: it was reported that the customer required assistance to treat a blood glucose (bg) level. It was not provided if the customer experienced a high or low bg level. No additional patient or event information was provided. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.